Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose. Customer¿s blood glucose level was unknown. Customers other blood glucose value was above 600 mg/dl and below 400 mg/dl and was treated with insulin pump. Customer was treated in hospital with intravenous fluids. Customer was in emergency room as a result of high blood glucose level. Customer had fallen down and broke ribs. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set, ozp-mmt-7020-snsr.